Manufacturer narrative:
Isi received the vse instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument grip tip exhibited signs of scratch marks/abrasions on the surface. The grip scratch marks measured roughly 0.11" to 0.26" in length and were not aligned with the tube axis. The material was missing from the surface of the grip and not returned by the customer. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the primary failure of grips ¿ scratch marks to be related to the customer reported complaint. There was no frayed or broken snake wrist cable observed at the wrist and there was no damage observed to the conductor wire. The vse instrument knife and knife cable were manually extracted from the garage track an no damage was also observed. The customer's second reported issue of the instrument failing to function was confirmed through error logs, but not replicated. Upon fa, the instrument was found with no dislodged blade at the garage track. There was slight bio-debris found at the instrument tip. The instrument was placed on the system and passed its self-check. Fa reviewed error logs and found 1 blade jammed error message (error 22025) occurring at the site on system sk1219 on (B)(6) 2020. The vessel sealer instrument initially functioned properly, but eventually the blade jammed which prevents further use of the device. The known common cause of this failure is mishandling/misuse. Failure analysis found the primary failure of a dislodged blade to be related to the customer's second reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the vse instrument associated with this event has been performed. Per logs, the vessel sealer extend was used on (B)(6) 2020 on system sk1219, which is the day of the reported event. The vse had no lives remaining as it is a single-use instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy, a fragment from the vse instrument fell inside the patient which required intervention for retrieval. Furthermore, failure analysis confirmed the reported complaint and found material to be missing from scratch marks to the grips.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure, a piece of the cabling from the vessel sealer extend (vse) instrument broke off and fell into the patient. Per the initial reporter, the vse instrument stopped functioning and the staff found a fragment of a cable had somehow landed inside on the patient's anatomy. The tiny piece (that fell) was described as being like a shaving off of the cable or like a strand of metal that looks like it came off from the cable. The site will return the broken fragment along with the vse instrument. Per reporter, the broken fragment that fell was retrieved with a back-up instrument during the same procedure. The surgical staff was confirmed to have straightened the instrument's wrist upon removal and there is no photo/video recording of the event. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.